Manufacturer narrative:
The reported filter leak was confirmed by investigation. No product samples were returned for investigation. However, a customer provided picture documents the reported filter leak. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was completed for lot 885425h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation.

Event description:
The customer reported leakage on a 0.2 um filter on a plum set. The event happened during infusion of taxol after the device was primed with normal saline. The device was used with an unspecified pump that was set at 310 mmhg and no reported alarms occurred. There was patient involvement, but no reported harm. No additional information was provided.